Event description:
The customer reported being hospitalized due to high blood glucose over 300mg/dl. The customer mentioned having low sodium. The caller stated that he received a low reservoir alert. Troubleshooting could not be performed as customer just got home from the hospital and requested assistance with changing out his infusion set. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.